Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Pain, extrusion, migration and length too short are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported allegations are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) experienced pain during intercourse. A revision surgery was performed, during which the physician confirmed that the cylinders were too short and had also popped out of the corporotomy. The device was explanted. No further patient complications were reported.